Event description:
Hill-rom received a report from a hill-rom technician stating the head section would not lower when CPR lever was used. The bed was located on the (B)(6) storage at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR valve was clogged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010. It is unknown if the facility performed any other preventative maintenance on this bed. The account replaced the CPR valve to resolve the issue. Based on this information, no further action is required.